Event description:
According to available information, this device required explantation due to infection. No other adverse patient effects were reported.

Manufacturer narrative:
The implant date is approximate. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Additional information received on 11/22/2022 provided the following: patient is a 74-year-old male with a history of erectile dysfunction status post insertion of a 3 piece inflatable penile prosthetic. He has not used the device for about 5 or 6 years but presented to his primary care physician when he began noticing penile pain and swelling of the proximal penile shaft. The patient was started on levaquin and sent to (B)(6) for further management. A CT scan showed inflammatory changes around the prosthesis and a deflated reservoir. Treatment options were discussed and he elected to undergo complete removal of all components of the 3 piece penile prosthetic. The explantation took place on (B)(6) 2021.